Event description:
Boston scientific rec'd info that the pt implanted with this right ventricular (rv) lead experienced asystole due to oversensing of noise leading to pacing inhibition. There were also impedance measurements of less than 200 ohms. It was noted that the pt had been in a motor vehicle accident approx one month ago. The lead was explanted and a new right ventricular (rv) lead was implanted. There were no add'l adverse pt effects reported. The lead was later returned for analysis.